Event description:
The customer reported that during the use of this drill in oral surgery, it got noisy, hot and console in use generated a magnetic field error message. The user felt the device get hot, discontinued use and obtained another handpiece to complete the surgery. There was no report of injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this drill for evaluation and confirmed the reported problem of overheating. During testing of this unit, it exceeded manufacturer temperature specification related to cast stator failure. The reported problem of a magnetic field error message was not confirmed. The concomitant bur guard in use with this device was not returned for evaluation. The handpiece instruction manual provides the following information: prior to use/testing, ensure all attachments and accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the patient or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or not being kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel.